Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the 7 mm extended length endoscope, the image on the screen appeared shadowed. There was minimal light visible with the light source on a setting of 100%. The light cord was swapped out, but there was not any change in the picture. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital reported that the event took place on (B)(6) 2013.